Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the ventricular leadless pacemaker (lp) dislodged post operation and embolized. The lp was successfully retrieved, explanted and replaced. The patient was in stable condition.